Event description:
The trial acmi surlok flat wire stone basket 2.4 fr x 120 cm broke as it was being used during lithotripsy. Stone and basket retrieved. Acmi representative was in the or during the procedure and is aware the basket broke.